Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen became cracked after the user carried keys and the pump in a pocket and then got on the ground, after which a screen fracture was observed; the device was replaced and education on shutdown and return was provided. Symptoms included no reported injury, hypoglycemia, or hyperglycemia. Outcomes included continued therapy planning with a replacement device and guidance to use cgm via app or receiver as applicable. Investigation included complaint intake review and replacement logistics with user education on data sync, shutdown procedure, and start-up on the replacement device. Investigation of this case revealed physical damage to the display consistent with accidental external impact to the screen; there was no report of alarms or functional malfunction aside from the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external mechanical stress.